Event description:
During the theapeutic implant of a PICC pt. The guidewire started to fray at the last 30cm after it was pulled out of the sheath dilator. None of the frayed material remained in the pt. The device was successfully removed from the pt. No sequellae was identified by the complainant as a result of the reported problem.